Manufacturer narrative:
The reason for reoperation was deflation. Device evaluation: analysis of the returned device identified creases fold, wear abrasion, two openings(curved) on anterior leak test and microscopic analysis was performed which identified a striated opening on anterior, opening crease(sharp) on the anterior and also observed a void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is a striated opening on anterior due to surgical damage consistent in the use of a surgical tool and an opening crease(sharp) on the anterior due to a fold(flaw) opening.

Event description:
Health professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. The device has been explanted.